Event description:
I have had extreme weight gain (currently the heaviest I have ever been), severe cramping, headaches/ migraines weekly, hair loss, my skin is so different (breaking out/rashes/blistering under jewelry), depression, suicidal thoughts, exhausted daily, can't sleep, hard to focus (in a fog/dizzy), spasms, emotional, extremely bloated, back pains, stabbing pains in my abdominal area, severe dry skin, diarrhea constantly. I have missed work, lost jobs, lost time with my husband and children dealing with all of this. I have felt that there is no other choice then to take my own life because there are days that I just don't want to get out of bed, because no one knows the hell I feel on an everyday basis, no one knows my body better than I do.